Manufacturer narrative:
An evaluation is in process. (B)(4).

Event description:
The customer observed falsely elevated platelet results on the cell-dyn emerald analyzer. Initial data was between 600-1000 k/ul, and repeats were in the normal range. There was no impact to patient management reported. No further details were able to be obtained.

Manufacturer narrative:
Additional data was provided on january 15, 2016. The product evaluation was completed on january 21, 2016 and concluded as follows: further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The counting chamber, aperature, o-ring, pre-amplifier board and cable were replaced during instrument service. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
Additional discrepant platelet data provided on (B)(6) 2016: (B)(4), repeat 201; (B)(4), repeat 201; (B)(4), repeat 352. There was no impact to patient management reported.